Event description:
It was reported when using the bd vacutainer® sst¿, the tube cracked and specimen leaked in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: e1: initial reporter first name: e1. Teacher. Investigation summary: bd received a photo for investigation, which shows a tube with blood leaking near its bottom. A total of 30 retained samples were visually inspected for damages, and none failed. Additionally, 10 retained samples were inspected for brittleness, and 1 sample failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ the tube cracked and specimen leaked in one device. No adverse impact was reported regarding the patient or user.